Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2011 and suture was used. Before the procedure, the needle detached from the suture during dispensing. Another like device was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. There were no needle or suture defects noted on the sample.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.